Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. Review of the device history records did not reveal any manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with (B)(4) appendix a. Patient x-rays and medical records were received. Review of the supplied investigational inputs confirmed a right knee arthroscopy to debride scar tissue from the lateral side of the patella. The records indicate the root cause of the patellar clunk was patient scar tissue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint has been reopened because additional information has been received. Depuy will notify the FDA of the results of the investigation upon its completion.

Event description:
Update - clinical reports that patient was revised on (B)(6) 2015. Only the patella was removed. Pain was added as a patient harm, and patient's dob was provided.

Event description:
Clinical study ct10003 subject (B)(6). Adhesions-patella crepitus patella clunk syndrome. Right side. Cement is palacos r+g 1x 40 code 66022663 lot 75914327.